Event description:
On 7/29/97 a left total knee arthroplasty was performed on pt. Pt was discharged on 8/2/97. Pt was re-admitted to hospital on 8/16/97, due to swelling and pain of the left knee. The knee showed no improvement after intravenous antibiotics were given. On 8/19/97 the pt underwent a second surgical procedure, which revealed gross contamination of the knee joint. The prosthesis was removed and antibiotics administered.